Manufacturer narrative:
Based on the information provided, no conclusions can be made. A lot number has not been provided; therefore, we are unable to review the manufacturing records of the lot in question. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the ventrio mesh (device 2). An additional emdr was submitted to represent the other bard/davol mesh. There is no claim being made against the bard/davol flat mesh or the bard/davol perfix plug. Device evaluated by MFR: not returned.

Event description:
It is alleged by the patient's attorney that the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh (device 1) on (B)(6) 2013. As reported, on (B)(6) 2014 the patient underwent surgery with implant of an unspecified bard/davol "bard mesh" (flat mesh). It is alleged that the patient underwent surgery with implant of an unspecified bard/davol ventrio mesh (device 2) and an unspecified bard/davol perfix plug on (B)(6) 2015. It is alleged that the patient had unspecified injuries on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the two (2) bard/davol ventrio. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."